Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
The health care provider (hcp) reported there was a suspected problem with the device or therapy. Compatibility guidelines were requested for an MRI. They were looking at the catheter tips to rule out granuloma. The symptoms reported were aching and spasms in the lower back area in the past three weeks (from (B)(6) 2015). It was noted the patient had two active pumps. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). Drug information on the medication being delivered by the system was unknown. The cause of the symptoms, actions/interventions taken, results of the MRI, and patient outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.